Event description:
It was reported the physician was performing an arthroscopic procedure using a coblator ii surgery system. Intra-operative, the physician noted the displayed coagulation settings on the coblator fluctuated intermittently on their own. The physician was able to complete the procedure with the coblator by manually adjusting the settings. No patient complications were reported as a result of this event.

Manufacturer narrative:
The patient identifier, age, weight and gender were not available.